Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Lens was returned stuck in the cartridge. Visual inspection found no visible damage to device and white residue on lens. (B)(4).

Event description:
The reporter indicated that the surgeon loaded a micl13.2, -11.5 diopter, implantable collamer lens, and a tear was noted. There was no patient contact and the backup lens was used. The reporter stated that the cause of event was unknown.

Manufacturer narrative:
Claim# (B)(4).